Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the cadiere forceps instrument was not grasping tissue properly. When the surgeon turned the wrist, a wire was discovered to be broken from the wrist of the instrument. No fragments fell inside the patient as a result of the issue. A backup instrument was used and the procedure was completed. There was no patient harm, adverse outcome, or injury reported.